Event description:
It was reported that closure of the right common femoral artery was attempted with a proglide device after a ablation interventional procedure using an 8.5f sheath. Reportedly, the suture broke when the plunger was removed. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It was reported that closure of the right common femoral artery was attempted with a proglide device after a ablation interventional procedure using an 8.5f sheath. It should be noted that the proglide instructions for use (IFU), states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the absence of using the pre-close technique or two devices to achieve hemostasis would not have contributed to the reported needle cuff miss. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. (B)(4).